Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) had stopped working in the past. This was further clarified to mean that it would not connect or charge. A manufacturer representative (rep) had helped the patient through a process (possibly a physician mode recharge (pmr)) where the patient was able to attempt to find the implant and recharge past a doctor message that brought back the connection. He had had nerve pain in his lower body where his feet were burning. The doctor thought the implant may have been causing it, so the patient was trying to not use it as much. They were also taking gabapentin for it.

Manufacturer narrative:
(B)(4).

Event description:
It was alleged that there was a communication problem. The patient¿s implantable neurostimulator (ins) would not charge and was getting the reposition antenna screen. This began friday and worked for the last time on monday, prior to the report. The patient fully charged almost two weeks prior to the report. He did not have the patient programmer for troubleshooting. The patient went to the emergency room (ER) on friday prior to the report for his back pain, extreme back pain, which slowly built up and was a gradual onset. His pain went ¿beserk¿ so he had to go to the ER. It was later reported that the implantable neurostimulator recharger (insr) would not connect with the ins and started seeing the antenna screen on the insr on thursday, (B)(6). The patient was not feeling stimulation and stopped feeling it last tuesday prior to the report. He had been using his stimulation less than normal because, a ¿work comp¿ healthcare provider thought maybe the device was irritating his nerves at l3. The patient used to have stimulation on all the time but was told he needed to try using it less. This was the first time he had not been able to charge. The patient tried to sync with the patient programmer, first said nothing came on the screen. The patient replaced the batteries in the programmer and tried to sync with the ins again and was then seeing the poor communication screen. Then, it was reported that an ins overdischarge was suspected. The patient was told when they called initially that their stimulator wasn¿t identifying with the unit in their back. Information regarding the overdischarge, patient symptoms, and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4); implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).